Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had been sitting in bed and had a continuous alarm for a couple of seconds. The patient felt the "pump change" and it resolved. Pump parameters returned to normal. During on site evaluation on (B)(6) 2014, the log file indicated that pump stops occurred associated with the reported alarms. Phase interrupter testing indicated that there were no broken wires in the driveline. There was an observed area near the external bend relief covered in fusion tape. Twisting and small cuts were observed on the outer silastic jacket. X-ray images indicated a separation of the ground shielding near the pump end bend relief. A pump exchange was completed on (B)(6) 2014.

Manufacturer narrative:
Additional information: the attached user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4). Device evaluation: the evaluation of (B)(4) confirmed internal driveline (dl) wire damage that would have contributed to the reported event. The pump was returned assembled with the driveline (dl) cut approximately 3 inches from the pump housing and the distal portion of the dl was returned in two separate pieces measuring 14.5 inches and 22.5 inches, respectively. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. (B)(4) driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. However, visual inspection of the pump-end of the driveline revealed breaches to the insulation of the black, brown, and red wires approximately 2 inches from the pump¿s nipple housing, exposing the inner conductors. The black and brown wires redundantly support motor phase 2, while the red wire redundantly supports motor phase 3. The observed wire damage appeared to be the result of repetitive flexing. Abrasions to the other wires were noted, but the remainder of the driveline was otherwise unremarkable. If the exposed conductors of the black, brown, or red wires contacted the braided shield while operating on a tethered power source, the resulting short to ground would have resulted in the red heart alarms and pump stops that were confirmed through the evaluation of the log file. The reported event also could have resulted from a phase-to-phase short if the exposed conductors from these wires made direct contact with each other or simultaneous contact with the braided shield on either tethered or battery power. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received from the (B)(4) registry stating: presenting with signs of pump stop decision was made to proceed with pump exchange due to faulty driveline with concern for suspected drive line fracture - pt states she felt electrical shocks in her arm and legs and fatigue.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.